Manufacturer narrative:
The tip-up fenestrated grasper instrument was received for failure analysis. This instrument is non-energy instrument. The instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the electrical wire(s) between the jaws of the tip-up fenestrated grasper instrument were visible. It was alleged a fragment fell inside the patient and was retrieved with a laparoscopic grasper during the same procedure. The fragment was discarded at the customer. The procedure was completed robotically with no reported injury to the patient. No post-operative examinations were performed to verify that any fragments remained in the patient. In addition, the patient did not return to the hospital due to any postoperative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip-up fenestrated grasper instrument to perform failure analysis.